Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon opened the ligamax device and secured clips onto the cystic duct. On the second firing of the device, the jaws of the clip applier got stuck and could not be pryed open. The surgeon opened a second ligamax device to release the stuck device from the cystic duct and remove the device out of the pt. The surgeon commented that this was a technical problem with the ligamax device. There were no adverse consequences to the pt. Device discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis. Evaluation summary: the batch history records were reviewed with no anomalies noted during the manufacturing process.